Event description:
Following removal of guide post pci, it has noted that the valve on the 6 fr glidesheath has stuck open. Arterial blood noted from end of sheath where valve is. Manual pressure and tr band applied. Hematoma expressed.